Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an unrelated surgical procedure, the ipg became unable to communicate with external devices. There is uncertainty if the device was placed into surgery mode. Troubleshooting was able to resolve the issue and provide the patient effective therapy.